Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5156760, medical device expiration date: 5/31/2018, device manufacture date: 06/05/2015. Medical device lot #: 5121521, medical device expiration date: 05/31/2018, device manufacture date: 05/01/2015. Medical device lot #: 5348529, medical device expiration date: 11/30/2018, device manufacture date: 12/14/2015. Medical device lot#: 6229741, medical device expiration date: 07/31/2019, device manufacture date: 08/16/2016. Investigation summary: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Event description: several packages recovered detached from the storage drawer. The 142 lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: lot 5156760: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from june 14, 2015 through june 15, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 5121521: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from may 5, 2015 through may 8, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 5348529: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from dec 19, 2015 through feb 19, 2016 (stopped and re-started). Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 6229741: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from aug 16, 2016 through aug 17, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of 25 iag bc16ga units of which 1 unit was from lot number 5156760, 2 units from lot 5121521, 5 units from lot 5348529 and 17 units from lot 6229741. Lot 5156760: the unit received (1) was partially open at one end. Lot 5121521: both of the units received (3) were partially open at both ends. Lot 5348529: 2 units were partially open at one end. 3 units were partially open at both ends. Lot 6229741: 2 units were partially open at one end. 15 units were partially open at both ends. *note: the product characteristics require a minimum of 1/8¿ seal transfer. A sample size of one unit per lot number was taken and was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. *the key variables that affect seal strength are: seal transfer/width and paper top web glue. Both of these variables were included in the observations. Test description: visual/microscopic, method no.: n/a, results: see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the units evaluated for this incident passed the manufacturing specification requirements. Investigation conclusion: conclusions: the defect of package damaged-defective-other as stated in event description was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the failure that the customer experienced was confirmed. Root cause description: root cause relationship of device to the reported incident: indeterminate comment: even though the packages came partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. The packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This issue is currently being investigated by CAPA (B)(4). Rationale: corrections and CAPA. Corrective action / CAPA #: CAPA (B)(4) has been opened to address this issue. (See CAPA (B)(4)). Other actions taken (if applicable): packaging operators are responsible to verify package integrity, including the verification that the packages are adequately sealed. In addition, product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.

Event description:
It was reported that the insyte autog bc global gry 16ga x 1.16 inch had defective and damaged packaging. Found before use. No serious injury or medical intervention noted.